Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/10/2014 - plaintiff's preliminary disclosure form was received, which identified dob and part/lot information for the sleeve. There is no new additional information that would affect the investigation.

Event description:
Asr revision reported by sales rep. Left hip. Reason for revision: patient had mild pain with mildly elevated cocr levels per surgeon. Patient has retained legal counsel. Revised cup and head to biomet cup, e-poly, depuy biolox ts head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 11/17/2014- litigation papers received. Litigation alleges pain, metallosis, and staining of the surrounding periarticular tissues. The doi was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 12/11/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).